Manufacturer narrative:
Manufacturer received information of a resident of a facility was found trapped in zone-1 of a bedrail. Bed was reportedly set up with one set of half rails on this bed. Manufactures current user guide recommends the use of two sets of half rails. Dealer also advised the bed was originally set up on the first floor of this facility and was moved to the 3rd floor by an unknown source. MDR filed base don alleged death.

Event description:
The resident was alleged found deceased, trapped in zone 1 of the bedrail.